Event description:
It was reported that the irrigation function not working, then started smoking. No patient injury reported.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection under magnification shows no electrode wear with no signs of activation of the device. There are no manufacturing discrepancies visually observed with the returned device. The wand was tested using a compatible controller and activated in a beaker of saline solution at default and maximum settings in which the ablation and coagulation performed as intended. The saline line was connected to a saline bag at approximately 3 feet and saline flowed through-out the line to the tip of the device as intended. As the saline and suction lines were tested, the ablate function was activated and plasma was observed as intended. At no time during functional evaluation there was smoke emitted which would conclude that there is no electrical disturbance related to the wand. Functional evaluation revealed that the returned device performed as intended; therefore, the complaint could not be verified and the root cause could not be determined with confidence. The procise max coblator ii wand will create steam when sufficient suction is not used and give the user the perception that it is smoking. This occurs when the wand is burning off the residual fluid on the distal tip. Any lack of suction will also enhance and promote a more visual effect. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.